Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 133.0 mmol/l, repeated twice gave 141.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 133.0 mmol/l, repeated twice gave 140.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 131.0 mmol/l, repeated twice gave 138.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 134.0 mmol/l, repeated twice gave 140.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 132.0 mmol/l, repeated twice gave 138.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pt examples were provided, all repeated results generated in 2008. Initial result 129.0 mmol/l, repeated twice ave 135.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. 132.0 mmol/l, repeated twice gave 139.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 131.0 mmol/l, repeated twice gave 139.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.

Event description:
User experienced low sodium results during a period of one day. Nine pts examples were provided, all repeated results generated in 2008. Initial result 133.0 mmol/l, repeated twice gave 140.0 mmol/l both times. The doctor requested the samples be rerun. None of the pts were treated based on the erroneously low results. The field service representative and technical service representative were unable to determine the cause. Performance tests were performed which were within specification.